Event description:
Narrative from staff: while attaching 25g x 1 bd safetyglide needle to single dose syringe did not see any safety issues with needle. Flu vaccine was administered with no issues, but when I tried to remove needle from patient's arm the needle came out of the plastic part that holds the needle remaining in patient's arm. I was able to safely and effectively grab the needle and remove it from the patient's arm.